Event description:
The customer reported that the jaws would not open and were stuck to tissue after the first use. They used graspers to reach down and pry open the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.